Manufacturer narrative:
Following investigation by draeger, it was determined via the logs that the ECG cable became unplugged from the cockpit at 5:34am, prior to the patient expiring. As a result of this, no asystole alarm was generated when the patient expired, however it did alert the user that the ECG cable had been unplugged. The logs showed that ¿audio pause¿ was then pressed once this alarm sounded and that the ECG cables were never plugged back in. The screenshots taken at the time the patient expired showed no waveform or heart rate - thus not being able to validate the customer¿s original message that there were abnormal waveforms being displayed following the patient¿s death. Testing of the cited equipment by draeger could not reproduce the event. There is no known way for an m540 monitor/iacs cockpit to display an ECG signal without the proper equipment and cable being used. Based on analysis of the logs and device that there was no failure of the alarms prior to the patient expiring. This is an isolated case. This is a complete report of our investigation. No additional information is expected.

Event description:
It was reported that on (B)(6) 2017 a patient in a poor health was connected to the iacs cockpit. Between 6:00 am and 6:08 am he was found deceased. Upon finding the deceased patient, it was said that there were non-interpretable waveforms, similar to pacer spikes, in the ECG field and that a heart rate of 70 bpm was shown. During this time, it was said that there was no audible asystole alarm. The cockpit¿s c700 monitor as well as the central station monitor both showed the ECG window as being shut down- as if there was no ECG cable connected. Spo2 and blood pressure measurements were still being transmitted correctly. Please refer to "additional narrative" section.